Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at approximately 11:00 p.m., the patient reported receiving an estimated glucose value (egvs) of 52 mg/dl in the mobile app on the same day the sensor was applied to the arm. The patient stated that he was experiencing symptoms consistent with hypoglycemia. He did not perform a fingerstick (fs), noting that his physician had previously advised that fs were not necessary. By 12:00 a.m. On (B)(6) 2025, the patient developed a headache, confusion, lethargy, and subsequently lay down on the floor. There was no indication of whether the patient attempted to self-treat the symptomatic low egv at that time. The patient¿s wife later found him on the floor and attempted to give him sugar and juice after seeing an unspecified low egv in her follow app (no exact value reported). The patient stated that he regained awareness of his surroundings at approximately 8:00 a.m., at which point his wife contacted the physician for assistance. The physician advised the wife to provide the patient with food to increase his glucose level. Around this time, the patient reported seeing a sensor error message in the app. No fingerstick measurement was obtained. The sensor error persisted until 12:00 p.m., when the sensor subsequently failed. The patient did not have a replacement sensor available. During the call, the patient stated that he was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. On 01/05/2026, a correction was entered after clarification from technical support. The patient¿s allegation was identified as a sensor failure, and they requested a replacement due to an upcoming medical procedure. The previously noted issues (low readings and sensor error) were observations recorded prior to receiving the failure message. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.